Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d10, g4, g7, h2, h3, h4, h6, h10. The device history record (DHR) for 00515047501 lot number 64245126, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that during the surgery, this product didn't work at all since it was opened. On 23 january 2020, a returned product investigation was performed on the 00515047501. The physical evaluation revealed that the batteries inside of the device battery pack had ruptured and corroded the battery terminals. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515047501 was not working due to ruptured batteries in the battery pack, it cannot be determined from the information provided what actually caused the batteries to rupture. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). UDI# - (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. Photos reveal that the batteries had leakage/ corrosion. There was no harm and a delay of 0-15 minutes to retrieve an alternate device.